Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse examined event logs and observed triggering events logged. Tested all triggering selections and passed to specifications. Could not duplicate customer failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) had triggering issue. No harm/injury reported.